Event description:
Device malfunction [device malfunction]; suspicion of a pseudosepsis reaction [pseudosepsis]; inflammation [joint inflammation] ([swelling of l knee], [knee pain], [effusion (l) knee], [pain upon movement], [joint crepitation]); boggy synovitis/transient synovitis, left knee [synovitis of knee]; cervical spondylosis [cervical spondylosis] ([degenerative disc disease]). Case narrative: based on additional information received on 02-aug-2018, reporter causality was updated form unknown to related. This unsolicited legal case from united states was received on 21-dec-2017 from a physician. This case concerns a 69 year old female patient who received treatment with synvisc one and later after 1 day experienced suspicion of a pseudosepsis reaction; after unknown latency had inflammation after 1 month and 07 days was diagnosed with boggy synovitis/transient synovitis, left knee and cervical spondylosis. Also device malfunction was identified for the reported lot number. Medical history included colitis, mitral valve prolapse, heart disease-pvc's (premature ventricular contractions), ganglion cyst (left wrist) and excision in (B)(6) 2014. Patient had never smoked and no alcohol use. The patient had past treatment with synvisc one (5 years ago) and corticosteroid injections in her knee. The patient had sulfa allergy. Concomitant medications included povidone-iodine, ethyl chloride, levothyroxine for hypothyroidism, meloxicam (mobic) for osteoarthritis, lorazepam (ativan), tramadol, magnesium citrate. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: 31-may-2020) into the left knee. On (B)(6) 2017, 1 day after the synvisc one injection, patient experienced acute effusion of left knee; left knee was aspirated for 30 cc slightly cloudy yellow fluid and injected with 40 mg methylprednisolone acetate (depo medrol) on suspicion of a pseudosepsis reaction. The patient was seen back 10 days later and reaspirated for 30 cc slightly cloudy yellow fluid which was sent to lab for studies. On (B)(6) 2017, aerobic/aerobic c&s, gram stain showed no growth on both c&s and no bacteria on gram stain; in crystalloid analysis no crystals were seen. On an unknown date in 2017, after unknown latency the patient had swelling, some pain. The patient described it as an acute effusion that occurred 2 days after her injection. It was reported that the patient was older so she did not have any physical activities prior to the onset of symptoms. It was reported that the physician aspirated the fluid in her knee and was concerned that it was pseudo sepsis and sent the synovial fluid to be cultured and had a gram stain and a cell count. He said there was no growth found and the culture and gram stain was negative. The patient's wbc count was 9155 (units and normal range: not given) that was constant with inflammation (event onset date: 2017; latency unknown) but not in the sepsis range. The differential was done and it was 94%, polymononuclear leukocytes and 6% mononuclear leukocytes. It was reported that clinically the patient's knee was improving as the swelling was going down and she was "not in a lot of pain". It was reported that the injection was done remotely, but that the package was opened at the time and the area was prepped with povidone iodine (betadine) and alcohol and a local anesthetic of ethyl-chloride. The patient was treated by having the fluid removed from her knee, methylprednisolone acetate (depo-medrol), and oral nabumetone. On (B)(6) 2017, patient had a follow up for left knee effusion secondary to synvisc one reaction. It was reported that the patient's knee felt much better but was still a little of a sore side. Patient was receiving meloxicam as treatment that had helped out her knee and also neck. On the same day, physical examination of the left knee revealed a negative patella ballottement test and no appreciable knee effusion but she had a boggy synovitis and minimal pain on range of motion of knee. Also c-spine x-ray showed degenerative disc disease at c3-c4, c4-c5, c5-c6 and foraminal narrowing at all those levels both of the right and left side. As of (B)(6) 2017, patient had left knee effusion secondary to synvisc one reaction, cervical spondylosis, pain in left knee, transient synovitis, left knee. On (B)(6) 2018, patient had another follow up for left knee osteoarthritis and acute effusion. It was reported that the patient's knee felt very good. The meloxicam 15 mg once daily had taken care of the major pain. Patient had not noticed any increased swelling of knee nor any localized sign of infection. On the same day, physical examination of the left knee revealed a range of motion from 0 to 120 degree of flexion. On passive range of motion of the knee, there was some patellofemoral and medial compartment crepitus. There was equivocal synovitis to palpation in left knee. As of (B)(6) 2018, patient had moderate degenerative arthritis of the medial and patellofemoral compartments of the left knee, left knee effusion was resolved, pain in left knee was under control with non-steroidal anti-inflammatories and mild synovitis of the knee. Patient did not have any signs of septic arthritis of left knee and was thus continued on meloxicam 15 mg once daily. On the same day, patient recovered from suspicion of a pseudosepsis reaction. Corrective treatment: fluid removed from the knee; methylprednisolone acetate (depo-medrol) and nabumetone for inflammation and suspicion of a pseudosepsis reaction; fluid removed from the knee; depo-medrol and nabumetone, meloxicam for inflammation; not reported for other events outcome: recovering for inflammation and device malfunction; recovered for suspicion of a pseudosepsis reaction, unknown for other events. A pharmaceutical technical compliant was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: required intervention for device malfunction and inflammation follow up was received on 22-feb-2018. Global ptc number was added. Text amended accordingly. Additional information was received on 05-mar-2018 from the physician. Suspect expiration date was added. Additional event of suspicion of a pseudosepsis reaction was added along with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-aug-2018 from physician. Reporter causality was updated form unknown to related. Additional events of boggy synovitis/transient synovitis, left knee and cervical spondylosis were added along with details. Symptoms pain on range of motion of knee and patellofemoral and medial compartment crepitus in left knee were added. Corrective treatment meloxicam has been added for inflammation. Clinical course was updated. Text was amended accordingly. Follow-up was received on 14-aug-2018. An investigation summary was received without lot number. No new information was received

Event description:
This unsolicited case from united states was received on 21-dec-2017 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had inflammation. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient had past treatment with synvisc one (2 years ago) and corticosteroid injections in her knee. The patient had sulfa allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown) into the left knee. On an unknown date in 2017, after unknown latency the patient had swelling, some pain. The patient described it as an acute effusion that occurred 2 days after her injection. It was reported that the patient was older so she did not have any physical activities prior to the onset of symptoms. It was reported that the physician aspirated the fluid in her knee and was concerned that it was pseudo sepsis and sent the synovial fluid to be cultured and had a gram stain and a cell count. He said there was no growth found and the culture and gram stain was negative. The patient's wbc count was 9155 (units and normal range: not given) that was constant with inflammation (event onset date: 2017; latency unknown) but not in the sepsis range. The differential was done and it was 94%, polymononuclear leukocytes and 6% mononuclear leukocytes. It was reported that clinically the patient's knee was improving as the swelling was going down and she was "not in a lot of pain". It was reported that the injection was done remotely, but that the package was opened at the time and the area was prepped with povidone iodine (betadine) and alcohol and a local anesthetic of ethyl-chloride. The patient was treated by having the fluid removed from her knee, methylprednisolone acetate (depo-medrol), and oral nabumetone. Corrective treatment: fluid removed from the knee; methylprednisolone acetate (depo-medrol) and nabumetone for inflammation. Outcome: recovering for inflammation. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: required intervention for device malfunction and inflammation pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation with knee pain, swelling and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 21-dec-2017 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after 1 day experienced suspicion of a pseudosepsis reaction; after unknown latency had inflammation. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient had past treatment with synvisc one (5 years ago) and corticosteroid injections in her knee. The patient had sulfa allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (indication: unknown) (batch/lot number: 7rsl021, expiry date: 31-may-2020) into the left knee. On (B)(6) 2017, 1 day after the synvisc one injection, patient experienced acute effusion of left knee; left knee was aspirated for 30 cc slightly cloudy yellow fluid and injected with 40 mg methylprednisolone acetate (depo medrol) on suspicion of a pseudosepsis reaction. The patient was seen back 10 days later and reaspirated for 30 cc slightly cloudy yellow fluid which was sent to lab for studies. On (B)(6) 2017, aerobic/aerobic c&s, gram stain showed no growth on both c&s and no bacteria on gram stain; in crystalloid analysis no crystals were seen. On an unknown date in 2017, after unknown latency the patient had swelling, some pain. The patient described it as an acute effusion that occurred 2 days after her injection. It was reported that the patient was older so she did not have any physical activities prior to the onset of symptoms. It was reported that the physician aspirated the fluid in her knee and was concerned that it was pseudo sepsis and sent the synovial fluid to be cultured and had a gram stain and a cell count. He said there was no growth found and the culture and gram stain was negative. The patient's wbc count was 9155 (units and normal range: not given) that was constant with inflammation (event onset date: 2017; latency unknown) but not in the sepsis range. The differential was done and it was 94%, polymononuclear leukocytes and 6% mononuclear leukocytes. It was reported that clinically the patient's knee was improving as the swelling was going down and she was "not in a lot of pain". It was reported that the injection was done remotely, but that the package was opened at the time and the area was prepped with povidone iodine (betadine) and alcohol and a local anesthetic of ethyl-chloride. The patient was treated by having the fluid removed from her knee, methylprednisolone acetate (depo-medrol), and oral nabumetone. On (B)(6) 2018, patient recovered from suspicion of a pseudosepsis reaction. Corrective treatment: fluid removed from the knee; methylprednisolone acetate (depo-medrol) and nabumetone for inflammation and suspicion of a pseudosepsis reaction outcome: recovering for inflammation and device malfunction; recovered for suspicion of a pseudosepsis reaction a pharmaceutical technical compliant was initiated with global ptc number: 51535 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: required intervention for device malfunction and inflammation follow up was received on 22-feb-2018. Global ptc number was added. Text amended accordingly. Additional information was received on 05-mar-2018 from the physician. Suspect expiration date was added. Additional event of suspicion of a pseudosepsis reaction was added along with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 05-mar-2018: the follow up information received does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation with knee pain, swelling and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.